Event description:
A malfunction was reported on a customer's pump, identified as a resettable malfunction with code "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to reach out again if any issues reemerge.